Manufacturer narrative:
(B)(4).

Event description:
It was reported that capture issue and noise due to fracture was observed. Lead was capped and replaced on (B)(6) 2016 during device replacement procedure. There were no complications during the procedure. Patient tolerated the procedure well.

Manufacturer narrative:
A partial lead with the connector pin measuring 26.5cm was returned for analysis. External insulation abrasion was noted at 15.8-15.9cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise and capture anomaly.